Event description:
The customer reported that the device showed an error 90008 (pacer or defib failure) during testing of the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.